Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that unit was unable to mesh properly. Event timing was unknown.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 26 february 2019, the device was noted to have been previously repaired eight times, the last repair being for the carrier not going through the mesher reported on 2 may 2018. On (B)(6) 2019, it was reported from the (B)(6) medical center that a mesher was unable to mesh properly. Follow-up was performed in an attempt to acquire further information on the event, but the customer did not reply. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation with different four cutters. Evaluation of the device occurred on 4 april 2019 noted that the comb was bent and that the device was out of calibration specifications. No test cut was performed due to a bent comb. The four cutters were tested and all but the 2:1 cutter passed. The 2:1 cutter produced an inadequate cut and was deemed to be non-repairable. Repair of the mesher occurred the same day and involved replacing the comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 26 february 2019. While the service technician found that the mesher had a defective comb, which would inhibit the ability of the device to feed a carrier through it and therefore produce an inadequate cut, it cannot be determined from the information provided as to what caused the damage to the comb. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.